Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they feel "buzzing down there" which was further clarified as the buzzing is like a vibration which is "really uncomfortable" and "annoying". They added that this happened in the past and they had to turn stimulation down and eventually off for a "day or two". They added that their urinary symptoms returned when they turned stimulation off. When they turned stimulation back on, they were feeling the buzzing at 0.1 v, but it went away after awhile. After a couple months, they got stimulation up to 1.2 v, but wouldn't feel the buzzing. They added that the buzzing returned "about a week and a half ago". During the call, they stated that stimulation is on and they were at 1.2 v on program 2 so they decreased to 1.0 v. The patient also said they were having urinary tract infection (uti) symptoms, they were "urinating frequently in small amounts", and they "wet their pants". They added that they went to their healthcare provider (hcp) on (B)(6) 2019 and the uti test was negative, but the hcp will send it out for further cultures. No trauma/falls were reported that could be related to this issue, but noted that it is related to positional movements. The patient added and said the current buzzing occurs when they are "walking" and when they "put [their] right leg up". They added and said the last time they were "just sitting" when they experienced the buzzing. As a result of what was reported, the patient was redirected to their hcp to discuss symptoms and programming. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient didn't know the cause of the "buzzing" issue. The action/intervention taken to resolve the "buzzing" issue was they decreased stimulation back down to 1.0v, but their frequency returned, they weren't emptying their bladder, and they experienced urgency with small amounts. The patient then increased to 1.2v but they experienced occasional light buzzing. They added that they are not happy with the results and they were up to 1.7v without problems for several months. Fourteen days later, they added that they had leaking and incontinence at 1.0v. No further patient complications have been reported as a result of this event.